Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of over 1000 mg/dl. Customer treated with insulin drip and oral pain medicine in the hospital. Customer experienced symptoms such as nausea, vomiting and abdominal pain. Customer stated troubleshooting was not performed. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.